Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle. The advancer tube was properly engaged to the distal tamp lock. The remainder of the sealant was observed at the distal end of the shuttle tube and exposed to blood. A slight force was used to remove the remainder of the sealant from the shuttle tube. Remnant from the grip tip was observed on the inner of the shuttle tube. If the device was exposed to an elevated temperature, the sealant grip tip could adhere to the shuttle cartridge. The review of the lhr (f1530102) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause of the complaint could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynx vascular closure device failed to deploy. The radiology technologist further reported that the physician was coaching throughout the deployment process and hence his advancing hand traveled more slowly than normal. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the mynx event. No further information is available. Additional information: there was significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Vessel location: coronary sheath size: 6f.